Manufacturer narrative:
Corrected data: g1. Investigation report: the information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Event description:
The user reported conflicting result with the binaxnow covid-19 antigen self test . The user reported the initial binaxnow covid-19 antigen self test gave negative results. Repeat testing with an unknown test type generated positive results. Additional information was requested however, no additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
Date of the reported corrected from 05sep2021 to 29nov2021.